Event description:
A call was received through technical services reporting bipolar impedance decline. The lead was later replaced. No patient complications have been reported as a result of this event.